Manufacturer narrative:
Continuation of d10: 419688 lead implanted: (B)(6) 2012 694765 lead implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinician suspected that the cardiac resynchronization therapy defibrillator (crt-d) was not pacing as the patient's heart rate was in the 30 beats per minute range as observed on electrocardiogram (ECG). Additionally, it was noted that the right atrial (ra) lead displayed atrial undersensing on the current electrograms (egm). The ra lead and crtd remain in use. No fu rther patient complications have been reported as a result of this event.